Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The following sections were corrected: e1 visual inspection of the returned product identified that the tip of the impactor was fractured and wear marks were also noted. The features of the fracture visually align with overload fracture failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
When surgeon was placing the glenosphere with the impactor, he hit the impactor with the mallet and the end broke. All pieces retrieved. No affect on patient. No additional information is available.